Event description:
It was reported that the patient experienced high blood glucose for 3¿4 hours on (b)(6) 2026, which was treated with a manual injection, and the infusion set was changed.

Manufacturer narrative:
Based on the available information, this event is deemed to be a Serious Injury.Request was performed for additional information including lot number; however, lot number was not provided. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA Registration Number:Reporting Site: 8021545,Manufacturing Site: 8021545.